Event description:
It was reported that the patient presented for device change out for normal eri. During dft testing with the new device, low, out of range hv lead impedance was noted. No anomalies were observed on diagnostic imaging. Device was reprogrammed and the patient was successfully rescued. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.